Manufacturer narrative:
The guidewire was not returned to manufacturer. The root cause of the event could not be determined.

Event description:
It was reported that during a rotational atherectomy procedure, the rotawire guidewire fractured. The location of the lesion being treated was unk. The physician performed rotablation with a 1.50mm burr. After ablating the area, the physician attempted to remove the burr from the wire and resistance was encountered. He then pulled "quite hard" on the burr, and the distal end of the wire fractured and was left in the patient's body. The procedure continued with ballooning and stenting. The patient was in satisfactory condition when they left the cath lab. Additional information from the user facility was not available.